Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported problem by reviewing the error log. The fse troubleshooted by adjusting the test cup pickup on both the z and x axes, then adjusting the test cup suction position. The fse validated the analyzer by running quality control (qc) and patient samples with results within specification and no errors recurring. The aia-900 analyzer is functioning as expected. No further action required by field service. A complaint history review and service history review for similar complaints was performed from the install date thru the aware date for the serial number (B)(6). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2205] sorter dropped cup. Cause: the cup sensor s027 failed to detect a cup before it was released in the dispensing lane. The sorter will be paused, and the equipment will go into a standby status. Action: open the sorter and remove the dropped cup. Close the sorter and then restart the assay. If the trouble occurs again, contact the tosoh local representatives. The most probable cause of the reported event was due to failure of the test cup pickup assembly.

Event description:
A customer reported error 2205 analyzer dropping cups on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.